Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported the image on the subject device was purple and discontinuous. There were no reports of patient harm.

Event description:
It was reported the image on the subject device was purple and discontinuous. There were no reports of patient harm.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 10/27/2016 h4.

Event description:
It was reported the image on the subject device was purple and discontinuous. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: the charge-coupled device is broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.